Event description:
It was reported that the guidewire became stuck during procedure. The guidewire was unraveled when removed from the catheter. No tissue was seen at the tip of the catheter nor guidewire. The catheter and guidewire were replaced. The procedure was completed successfully without patient complications. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).